Event description:
Prior to surgery, it was reported that physician evidenced a collagen peel off inside the graft. The portion of graft with collagen peel off was removed and the graft was then implanted. There was no adverse event reported following graft implantation.